Event description:
The pt was struck over his implant. Afterward, the pt felt burning in his neck. The implantable neurostimulator system shorted out. It was removed. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B)(4)